Event description:
It was reported that pump displayed malfunction alarm code 9 with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Technical support guided customer through resetting pump, instructed customer to load new cartridge and resume insulin after call, confirmed that malfunction did not recur after reset, and advised customer to continue using pump and call back if any future malfunction occurred.